Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy has been working fine until the last couple of days. Caller stated that they have a hard time getting a stream going and there was not much and their bladder was not emptying completely. Caller added that for a week or so it has been hard to get a stream but eventually they got a good stream. Caller noted that in the last few days they have been able to get only a small amount of urine. Agent offered to walk caller through increasing stimulation to see if that will help with symptoms. Caller did not have the communicator with them at the time of the call so they will charge it and call back. Patient was redirected to the healthcare provider (hcp) to further address the issue. Patient called back stating that the communicator was now charged. Agent assisted patient with connecting to ins and increasing the intensity, patient mentioned that they didn't feel the stimulation but they have a warm feeling. Agent redirected patient to hcp for further assistance.

Manufacturer narrative:
B2: retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.